Event description:
Covidien skin prep pad webcol 70% isopropyl alcohol medium sterile has no expiration date on the packaging (neither the box containing the individual packages nor individual packages). Alcohol evaporates over time and the pads may contain a less efficacious bactericide if used after the expiration date. When I asked our product supplier, the response was "please be advised that item# 6818- lot number#: 21c013862 has no expiration date". I feel that this is erroneous and alcohol prep pads do in fact expire. I have opened prep pads that are dried out, and whether that is from evaporation or micro punctures in the packaging I have no idea.